Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the seam connecting the two halves of the balloon is not correct. However, the subject device was not returned and the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus on behalf of the customer that three ezdilate balloon dilators (fw) 18-19-20 burst inside the patient during an unspecified procedure and were retrieved. There was no harm or user injury reported due to the event. This event is captured under the following related patient identifiers: (B)(6)- balloon 1/3 (B)(6)- balloon 2/3 (B)(6)- balloon 3/3 this medwatch report is for patient identifier (B)(6).